Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6) (refer to section b5 for complete patient information) all available patient information was included. Additional patient details are not available. The initial report was submitted under manufacturer report number 3005094123-2026-00077-00 (abbott ireland diagnostics division, longford as manufacturing site) with suspect medical device of alinity c magnesium, list number 08p19-25. After further evaluation, the suspect medical device was changed on 02mar2026 to alinity c processing module (abbott laboratories, irving, tx as manufacturing site), which is under this report.

Event description:
The customer observed falsely elevated magnesium results for multiple patients when processed on the alinity c processing modules. Results were not reported to medical provider. The following data was provided. (B)(6) 2026, 37years female: sid: (B)(6); initial result= 7.6 mg/dl, repeat result = 2.1 mg/dl. (B)(6) (B)(6) 2026, 66 years male: sid: (B)(6); initial result (B)(6) = 7.5 mg/dl, repeat result = 1.9 mg/dl. (B)(6) (B)(6) 2026, sid (B)(6), initial result =8.1 mg/dl and repeat result =1.8 mg/dl. The customer use reference range: 1.6-2.6 mg/dl. There was no reported impact to patient management.